Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effects of death as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as the patient expired, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2019, the patient presented with chronic, ischemic functional mitral regurgitation (mr) grade 3+, primary jet at a2p2, significant secondary jet at a3p3, and mitral leaflet tethering. Two mitraclips (cds0602-ntr 81207u153, 81207u459) were implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2019, the mr was graded 0 and the patient was discharged from the hospital. On (B)(6) 2019, the patient passed away at home following re-animation that lasted approximately 30 minutes. No further information is available. No additional information was provided regarding this issue.